Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the 8fr sheath was inserted into the patient's femoral artery. As the surgeon was advancing the iab through the 8fr sheath, the iab could not be inserted past the renal arteries. The iab was removed, but it is reported that the 8fr sheath "kinked itself at the exit of the sheath." The removal of the iab and the 8fr sheath was difficult. As a result, the md found it impossible to continue with another iab insertion. The patient suffered a hematoma of the femoral artery. There was no reported patient death. There was not an attempt to insert another iab. There were no reported patient complications. The outcome of the patient is listed as "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.